Event description:
It was found that the tip of the screw driver blade was broken during procedure. The particle of the blade was removed from the screw head.

Manufacturer narrative:
The reported event that the tip of the screwdriver blade is broken off could be confirmed. Based on investigation, the root cause of the determined tip breakage/deformations of the returned blade was attributed to a user related issue. The tip breakage/deformations were caused by the action of too high torsional and bending forces.